Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.1 and 3.2 had failed. A field service engineer (fse) inspected drawers 3.1 and 3.2 and found no lights on the pyxibus module controller (pmc). The pmc board was replaced, but a crowbar fault occurred. The issue was narrowed down to the drawer board on drawer 3.1, which was replaced, allowing the system to power up. Drawers were tested in the hardware test application, and debris was removed. The user verified functionality in the application and cleared all failures. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1 and 3.2 had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.